Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient declined to leave responses to the letter they received, stating that they were doing well if they were ¿still leaking a little oh well, it¿s better than it was before.¿ it was also noted that sometimes when they were sitting, it bothered them a little, and they were sore, but that was because they were sitting knitting too long. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the program 2 wasn¿t doing its job, sometimes they don¿t feel it and they were leaking. The patient stated that they were not making it to the bathroom at times and they were unsure why it happens. The patient it was reviewed how to make changes and the use of the device. No further complications were reported.